Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the thrombus requiring additional medication. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patients activated clotting time was 301s and the steerable guide catheter (sgc) was inserted. After advancing the sgc into the left atrium (la) a thrombus was noted to be in the la. An additional dose of anticoagulation was given however, the team decided to remove the sgc from the patient and abort the procedure. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information cause of the reported thrombus cannot be determined. Additionally, the reported thrombosis, as listed in the instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.